Event description:
It was reported that this pacemaker detected high out-of-range impedance measurements on both the right atrial (ra) and right ventricular (rv) leads. Both leads are competitor leads. The high impedances caused the device a lead safety switch which automatically changes the lead polarity. Technical services (ts) reviewed the device data and noted that this device has a history of jumpy impedances. Ts recommended performing postural based isometrics while measuring impedances and obtaining x-rays. The device is currently programmed to a split configuration. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.